Event description:
As reported by end user hospital, an implanted valved port was not in use, but during routine flushing noted problem (patient reported discomfort). Subsequent fluoroscopy indicated that the port was dislodged, the catheter was broken and the catheter tip extended into the right atrium. The catheter was surgically removed via the femoral artery. There were no complications and the patient is doing fine. It has been indicated that the used device as well as fluoro shots will be returned for evaluation.

Manufacturer narrative:
Although it has been indicated that the used device and fluoro shots will be returned for evaluation, they have not yet been received. Therefore, a failure analysis has not been completed. Upon receipt of the sample and conclusion of the investigation a follow-up medwatch will be submitted. (B)(4).